Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01705.

Event description:
The patient was undergoing a coil embolization procedure in the internal mammary arteries using pod packing coils (podjs) and ruby coils. During the procedure, the physician accidentally kinked the pusher assembly of a podj while advancing into a lantern delivery microcatheter (lantern) and, therefore, the podj was removed. The physician then successfully placed another podj. Later in the procedure, while attempting to place the last ruby coil, a coil loop popped out into the origin of the right internal mammary artery into the right subclavian artery. The physician therefore attempted to remove the ruby coil using a snare device, however, while retracting the ruby coil within the catheter, the ruby coil broke. The physician removed the snare with a piece of the coil attached, a piece of the coil stuck within the catheter, and with another piece inside the mammary artery with the tail in the subclavian artery. The physician then made a new access point in the brachial artery and advanced a new catheter to the right subclavian artery. Another snare device was advanced through this access site to retrieve the rest of the ruby coil from the subclavian artery. All pieces of the ruby coil were able to be successfully removed. There was no report of an adverse effect to the patient.